Event description:
It was reported that a hair was found in the bd microlance¿ hypodermic needle packaging before use. The following information was provided by the initial reporter: "hair has found in the packing of product bd microlance needles 19g 301750."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-08. H6: investigation summary: a device history record review was performed for provided lot number 200212 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, a hair was detected within the unit package. The hair was not on the cannula or within the fluid pathway. This incident resulted from a lost hair by an operator within the manufacturing process. There are several stringent manufacturing processes and environmental controls in place to keep foreign matter at extremely low levels within the manufacturing facility. The bd microlance product is assembled and packaged within an environmental control room, where air is continuously filtered, air pressure is higher within controlled areas to avoid contamination, double doors are used to access the room, special clothing including gown, hair protection, and shoe coverings made of lint free materials are required for entry, and all applicable personnel receive routine training for good manufacturing practices. Based on these preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. In response to this incident, our manufacturing team has been alerted of this occurrence for increased awareness on the production floor. In addition, we have initiated a comprehensive program which includes all aspects of production operations, in order to eliminate a wider range of potential sources of any foreign matter. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a hair was found in the bd microlance¿ hypodermic needle packaging before use. The following information was provided by the initial reporter, "hair has found in the packing of product bd microlance needles 19g 301750."